Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger won't power on) was confirmed. Upon investigation the charger was intermittently powering on and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.